Manufacturer narrative:
G4: 11sep2020. B4: 14sep2020. The customer replaced the power management printed circuit board assembly (pcba), which resolved the problem. The device passed performance verification testing and was returned to clinical use. The device was not in clinical use when the reported event occurred. There was no patient harm and no delay to patient care. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07oct2020. B4: 09oct2020. H10: b5: the customer reported that the unit would power on and off by itself. H11: the customer replaced the user interface (ui) printed circuit board assembly (pcba) to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported that device turned on by itself. The device was not in clinical use. There was not patient harm. The remote service engineer advised the customer biomed to verify that the device exhibited the same behavior with the battery disconnected, which it did. The remote service engineer then advised the customer to swap the user interface assembly with another unit to see if that resolved the issue. If that didn't resolve the issue, the customer should replace the power management printed circuit board assembly.